Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iunihg abutment screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since the reported product have not been returned, visual/physical inspection could not be performed. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/ CAPA/ hhe/ d/ie/ product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15) information identified: warnings, precautions, potential adverse effects. Complainant reported that the abutment screw fractured inside the implant. The complaint could not be verified for the iunihg screw from tooth # 10. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.